Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
During a vacation in (B)(6) on (B)(6) 2016 the patient was not able to hear with the device. There is no report of an accident or trauma to the implant site. Revision surgery is considered but no date has been set as the patient does not want to undergo anesthesia.

Manufacturer narrative:
Based on the received information, a damage to the conductive link appears likely, as indicated by in-situ testing. However, to determine an exact root cause a device investigation would be necessary. No date for a potential explantation date has been scheduled yet. Should the device be explanted and received in the future by the manufacturer, a device investigation will be carried out to confirm and identify a root cause of failure.

Event description:
During a vacation in (B)(6) on (B)(6) 2016 the patient was not able to hear with the device. There is no report of an accident or trauma to the implant site.

Manufacturer narrative:
Device investigation revealed a damage to the conductive link as might be caused by minute device mobility. The problems described in the patient report appear to match the damage found. Other damages found during investigation are attributable to the removal surgery. This is a final report.

Event description:
During a vacation in (B)(6)on (B)(6), 2016 the recipient was suddenly not able to hear with the device. There is no report of an accident or trauma to the implant site. Re-implantation took place.